Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in fair condition. The reflux plug was missing, fill port plug missing, and power cord was discolored during visual inspection. The tank was filled with water, depressed float switch and powered on the unit; leaking was observed from the bottom. Based on the evidence, the complaint was confirmed. However, there was no fault found as the tank cover gasket is found to be work due to normal wear and tear.

Event description:
Information was received indicating that during preventative maintenance a smiths medical level 1® hotline® low flow system was observed to be leaking water. It was noted that there might be a bad float switch. There were no reported adverse effects.